Manufacturer narrative:
Catalogue number of the received product is 1117-0000; distal tip extractor assembly. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
During the revision surgery of omnifit hip, distal tip was remained in the femoral canal. Then the surgeon tried to extract the distal tip with the tip remover, the distal remover was broken.

Manufacturer narrative:
The event was confirmed. The returned device is in used condition with minor damages consistent with normal use. The knob is fractured from the proximal end of the device. Material analysis indicated the device fractured due to overload. The investigation determined the likely root cause of the event to be back impaction of the knob which overloaded the component and resulted in fracture. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
During the revision surgery of omnifit hip, distal tip was remained in the femoral canal. Then the surgeon tried to extract the distal tip with the tip remover, the distal remover was broken.